Event description:
Discordant, falsely elevated troponin results were obtained on patient samples tested on a dimension rxl max with hm instrument. One discordant result from sample (B)(4) was reported to the physician(s) and was corrected after repeat testing. The samples were repeated on an alternate instrument and resulted lower. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were run prior to obtaining discordant results and were within range. Qc was run again after the discordant results were obtained and was elevated. The troponin method was recalibrated and qc was repeated, still resulting high. The ccc specialist evaluated the instrument data and determined that the discordant results were obtained after a new bottle of chemistry wash solution had been loaded on the instrument. The bottle of chemistry wash solution was then replaced with another new bottle. Qc was run and resulted within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse proactively decontaminated the instrument. Prior to the event, the customer had successfully used the same lot of chemistry wash solution that was in use when the discordant results were obtained and there are no known issues with that solution lot. The cause of the discordant troponin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.